Event description:
It was reported the patient had been complaining of a burning sensation around the implantable neurostimulator (ins) for the last few days. The ins was located above the patient¿s left breast. The patient had no redness at the ins site and stimulation was still working well to control their pain. Medical intervention was required as a result of the event and the patient was advised to contact their healthcare professional (hcp). The patient thought it might be normal since they recently had surgery to replace the ins, but they were worried that something was wrong and that there might be a problem that would result in the ins not working. The patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).